Manufacturer narrative:
(B)(4).

Event description:
This was a bilateral system. Reference MFR 3004209178-2013-01011.

Event description:
It was reported the patient was having 'some adverse events' from the stimulation. It was unclear if the lead or device was responsible for these 'events.' A revision/repositioning of the lead was scheduled for (B)(6) 2013. No further information was reported. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2013-01011. The patient has two systems and it was unclear which lead from which system was to be revised, or if both were to be revised.

Event description:
Additional information received reported the patient's surgery went well. It was noted the patient was a 'medically difficult patient.'

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v705412, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v705412, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Following additional review it was found that there was some thought that the lead needs to be moved a bit.